Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
The biomedical engineer bme identified that the unit shuts off while on a patient. The unit was in use on a patient, but there was no reported harm. The unit alarmed appropriately with alarm led illuminated. The bme states there were no ventilator inoperative codes logged in the diagnostics, but recalls a respiratory therapist who accounted for the battery failure alarm which happened while a longer than expected transport in the hospital, the battery had depleted. The ventilator was connected to the ac power with no issues to the patient or ventilator. The remote service engineer (rse) advised to perform a full preventive maintenance of the unit and run the unit on an extended battery test to get a gauge of the battery health. If no issues were found, the rse advised the customer to operate in ventilation mode on a test lung to make sure there are no repeat issue. The rse suggested a repair. At this time, the bme and his department have not decided to repair the ventilator due to it's age. However, the bme and rse have agreed to close the case. A new case will be reopened, if they decide to go forward with a repair.

Manufacturer narrative:
G4: 10jun2020; b4: 10jun2020. H11: b5: the biomedical engineer (bme) reported that unit shut off while on a patient. The unit alarmed appropriately with alarm power light emitting diode (led) illuminated. The bme states they recall a respiratory therapist noting the failure happened while a longer than expected transport, the unit shut off as the battery depleted. The ventilator was connected to the alternating current (ac) power with no other issues to the patient or ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:16feb2021, b4:17feb2021. The alleged malfunction could not be confirmed by the remote service engineer; however, the prior battery failure was confirmed by the respiratory therapist. The customer decided not to repair the unit because it was at its end of life. The bio-med reported that when the screen went black, the alarm sounded and the device performed as designed. The unit was reconnected to ac power with no additional reported issues. The device was being used for treatment when the reported event occurred and there was no delay in therapy. There was no patient impact. As of december 31st, 2020, philips no longer support accessories, supplies, upgrades, and repair support parts associated with esprit/v200. Although the root cause cannot be confirmed, complaint will continue to be monitored for trend. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.